Manufacturer narrative:
The devices, used in treatment, were returned for evaluation, the reported event could not be confirmed. The clinical/medical team concluded, patient underwent revision due to chronic dislocation and greater trochanter fracture that was related to her previous fall and fractured trochanter and is not associated with a malperformance of the implant. The patient impact beyond the revision and expected transient post-op convalescence period cannot be determined. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb.

Event description:
It was reported that a revision surgery was performed due to chronic dislocation of the right hip with fracture of the greater trochanter. Zirconium head and stryker poly were removed.